Event description:
Caller reported that a pump began smoking while it was charging using tandem charging supplies. There was no reported adverse impact. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.